Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, the investigation of the device could not be performed. Based on the complaint description, the patient experienced dissection during the procedure. The physician quickly placed a stent over the dissection and administered atropine intravenously. An impella heart pump was also inserted as support when the patient became bradycardic and extremely hypotensive. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a patient who underwent a percutaneous coronary intervention to treat a de novo lesion in the proximal left anterior descending artery (lad). Arterial access was obtained via the right radial artery. After the ivl delivered 40 pulses, the patient experienced a dissection and subsequently became bradycardic (30 beats) and extremely hypotensive (40 mm hg). A stent was quickly placed over the dissection and administered atropine intravenously. An impella heart pump was also inserted as a support. Then the patient was provided chest compressions due to lack of heart rate and lack of hemodynamically stable pressure. The patient was admitted to the hospital for one night and was discharged the following day. The impella support was removed prior to discharge. Patient is doing well.